Event description:
During implant, decreased impedance was observed on the atrial channel. The lead was tested with the device and the psa while connected to the psa the electrical measurements were in range. Therefore, the device was explanted and replaced, and the lead remains implanted. The patient was in stable condition.